Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that air bubbles were observed within the tubing. Reportedly, the pump was replaced to resolve the issue and the customer reverted to an alternate method of insulin therapy. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No used cartridge was returned with the device, and thus no failure investigation completed. The information will be used for tracking and trending purposes.